Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9262102. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on the description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: when the patient used the indwelling needle, the needle handle ruptured and resulted in liquid leakage. As the needle was used for CT enhanced scan, pressure injection was required. In the case of liquid leakage, the examination failed, and it was normal after replacing the indwelling needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage during use. The following information was provided by the initial reporter: when the patient used the indwelling needle, the needle handle ruptured and resulted in liquid leakage. As the needle was used for CT enhanced scan, pressure injection was required. In the case of liquid leakage, the examination failed, and it was normal after replacing the indwelling needle.